Event description:
A hospital in (B)(6) reported via a distributor that following 3 hours of use, an rt106 adult inspiratory heated breathing circuit triggered the heater wire alarm. Upon inspection, hospital staff reported that the probe connection appeared to emit sparks. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complaint rt106 breathing circuit is currently en route to fisher & paykel healthcare for investigation. A lot check has revealed no other complaints of this nature involving the rt106 breathing circuit. We will submit our findings in a follow up report following receipt of the device and completion of our analysis.